Manufacturer narrative:
E1/establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing, sterilization was performed by the gas tube, but it was not flushed with fluid. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot/serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for physical evaluation. Based on the results of the investigation, the event was surmised to be the cause of reprocessing failure as sterilization was performed but was not flushed with fluid, which was recommended in the instructions for use. However, the root cause of the event could not be identified. The event can be prevented by following the instructions for use which state: 6.4 cleaning of co2 regulation unit, cylinder hose, gas pipeline adapter, the gas tube (maj-1741), low flow gas tube (maj-1742), and low flow gas tube (maj-1816) gas tube (maj-1741) cannot be immersed in fluids such as water and disinfectant solution. Do not autoclave or gas sterilize the instruments as this will damage them. Olympus will continue to monitor field performance for this device.